Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer entered the carbs in the morning and noticed the battery icon was black. The customer reported no change with energizer battery. The insulin pump will be returned for analysis.